Event description:
It was reported that during a surgical procedure, the tip of the bur broke. It was also reported that a second surgery was required to remove the broken piece.

Manufacturer narrative:
The bur subject to this investigation was returned to the MFR for eval, it was visually confirmed the tip of the bur was broken from the shank. The returned bur was measured where possible and all dimensional specs were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. The label for this device has a symbol indicating "do not use excessive force." The investigation results indicated that the user may have contributed to this event by using excessive force, however, this cannot be confirmed. The root cause is undetermined.